Manufacturer narrative:
Result of investigation: vyaire received the recent logfiles and base unit test. According to the engineer, it seems that this rev. 04 battery is not requesting any charging current. The assumption is precharge timeout (pcmto) is set after the battery was deep discharged. This cannot be verified with the logs and the battery service screen. The battery can not be returned to us for further investigation due to lithium ion battery shipment restrictions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The log file shows that the battery failed as it was nearly flat and was immediately connected to the power supply. It was requested to charge the batteries for 5 hours but unit was replaced due to 0% charging while connected to a power source. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 was replaced with another ventilator during patient use. The device battery is at 0% charging even if unit was connected to the power supply. There was no harm caused to the patient during this event.